Event description:
In 2000 a needle stick incident occurred where a nurse either brushed up against or leaned on a sharps container. The needle through compression came through the wall of the sharps container and punctured the hand of the nurse.